Manufacturer narrative:
Samples received: 12 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples to analyze this complaint. Thread surface in these samples after pulling out the threads from the packs is correct and the usual one. However, we have conducted knotting test with the closed samples received and the thread cover is damaged after slipping the thread during the knotting test. Final conclusion: taking into account that the results of samples received do not fulfil the specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
(B)(6). The sutures are frayed.